Manufacturer narrative:
No alarms occurred during testing. The insulin pump passed functional testing. The insulin pump had cracked case at display window corners and cracked reservoir tube lip

Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 264 mg/dl. The customer was advised to disconnect from the insulin pump. The customer was assisted in perfming a 5.0u fixed primed. The customer stated the insulin did exit. The customer was advised after the troubleshooting was performed that the site may have been occluded. The patient was advised to change the entire infusion set and return set for analysis. The customer was told that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.